Event description:
A loss of telemetry monitoring was reported for 12 pts in the medical-surgical unit. No adverse pt outcome was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.